Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where medicines in the main drawer 4.2 was not showing up. A technical support specialist (tss) connected to the station and checked the station logs, identifying a database issue causing uploads to fail. The tss contacted the customer to obtain permission to log into the station desktop to proceed with the fix. The tss backed up the database, dropped the existing database, ran a repair on the station, and loaded a new database. The station was then synchronized with the server, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2nd es medications in the drawers were not showing up. However, there were no delays, adverse events or injuries reported based on this event.